Event description:
The patient reported that she filled her cartridge and noticed an air bubble in the cartridge. She felt she got an air bubble out of the cartridge and reported that the cartridge looks funny and is full of air bubbles. At 5 pm her blood glucose level was 375 mg/dl and she denied any chest pain, shortness of breath, nausea, or vomiting. She did not check for ketones and gave herself 3 units of novolog insulin with her syringe. At 6 pm her blood glucose level was 150 mg/dl and at 7 pm it was 100 mg/dl. The readings do not fit animas criteria for a serious diabetic injury. The patient denied suffering any serious injury. This complaint is being reported because there were reportedly air bubbles in the cartridge that could not be resolved.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201655 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.